Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The inspection method for this event is described as follows in the instructions for use "chapter 3 preparations and inspections 3.2 preparations and inspections of the endoscope". [External inspection of the endoscope body] 1. Confirm that there are no scratches, chips, dirt, gaps around the lens, etc. On the objective lens and illumination lens at the tip." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to a dent on the distal end. Upon further inspection, it was observed that the adhesive around the objective lens was peeled due to chemical or physical stress. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the video connector and the video connector case had a crack due to a handling problem. It was observed that switch 1 had a cut due to physical stress caused by a handling problem. Lastly, it was observed that the bending section cover and the light guide cover glass had a scratch due to physical stress caused by handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the hd endoeye laparo-thoraco videoscope had air/water leakage. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive around the objective lens was peeled which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.